Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 (air in line) on the home choice (hc) during dwell. The baxter technical service representative (tsr) had the caregiver (cg) check the supplies and the cg stated the supply bag had a loose connection to the supply line. The tsr assisted the cg with troubleshooting and ending therapy. The tsr advised the cg to contact their nurse regarding possible exposure to unsterile air. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed; however, the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.